Event description:
It was reported the patient had hyperbaric chamber treatment to promote incisional healing of a wound. It was said the wound was located over the drug infusion system and healed at one time, but opened up again. The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n270279, implanted: (B)(6) 2012. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).